Event description:
N/a

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure and root cause analysis - the returned unit was soiled and fully assembled. Functional testing was completed with acceptable results. The report of disengagement failure could not be confirmed. A potential cause of the reported failure may be related to the angle positioning and/or pressure application during use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) did not stop automatically when it meets no resistance. The product was in contact with the patient, however, no patient injury was reported, and the event did not led to surgical delay. The drill used was electric medtronic midas. The perforator clicked in place in the drill, and the recommended spring tests were being performed between each burr hole. A perpendicular approach was maintained through the drill process. There was a constant downward pressure. A new device was used to complete the procedure.